Event description:
It was reported that the patient presented to the ER due to infection. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.